Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurately static for an extended period of time. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.